Event description:
A caller reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete pump reset information and guiding them through the process. After the reset, the cgm error did not repeat. The caller was advised to wait 20 minutes to start their sensor session, which they acknowledged and understood.